Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a hospital user had changed the device to out of service." A technical support specialist checked the station to identify the user who enabled it and provided information to the customer. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cabinet was out of service. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.